Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that the patient had pain at their implantable neurostimulator (ins) pocket. The cause of the pain was unknown and the pain had developed over time. No diagnostics were performed. A pocket revision was scheduled for (B)(6) 2016. The patient was implanted for spinal pain.